Event description:
It was reported that this pacemaker device exhibited noise and oversensing on stored episodes. Boston scientific technical services (ts) indicated the noise is suggestive of electrocautery used during the surgical procedure. Ts provided the physician the results of this post-procedure review of device data. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced approximately two and a half years after the reported noise event due to being in safety mode and exhibiting premature battery depletion. There were no additional adverse patient effects. The device has been returned to boston scientific.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned pacemaker device was analyzed upon receipt at our post market quality assurance laboratory. The device was not in safety mode. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device exhibited noise and oversensing on stored episodes. Boston scientific technical services (ts) indicated the noise is suggestive of electrocautery used during the surgical procedure. Ts provided the physician the results of this post-procedure review of device data. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced approximately two and a half years after the reported noise event due to being in safety mode and exhibiting premature battery depletion. There were no additional adverse patient effects. The device has been returned to boston scientific.